Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an infected site. The customer's blood glucose level was 412 mg/dl. The customer reported that the site was swollen, had discharge, redness, and bumps. The customer performed the high pressure test and it passed. The customer was advised to change their set, reservoir, and insulin. Nothing was replaced or returned for analysis.